Manufacturer narrative:
Results: a photo of the device was received showing the exposed needle, however, a sample was not returned for evaluation. A review of the device history record is not required as a CAPA has already been assigned. Refer to CAPA (B)(4) for complete documentation and action plans. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after using the 23 g x .75 in. Bd vacutainer® push button blood collection set the plastic safety cannula popped off and separated from the needle after the push button was pressed. This left the needle exposed. No injury or medical intervention.